Event description:
On (B)(6) 2011, the reporter/pharmacy contacted lifescan from (B)(4) alleging that a one touch verio pro meter displayed an unspecified error message. The pharmacy did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement test strips were sent. Based on the information provided, this complaint is being reported due to the following conclusion: the pharmacy claimed that the meter had an unspecified error message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The pharmacy did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.